Event description:
It was reported that a user new to the ilet pump experienced high glucose following meal announcements and subsequent low glucose after correction doses, and a clinician recommended lowering the cgm target range to address these fluctuations; no supply issues were identified, and the user treated lows with oral glucose. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious illness/impairment and an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.